Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00019. The involved device was repaired by a spacelabs product support specialist (pss). The pss confirmed that the plastic film over the heat transfer pad had not been removed resulting in the failed state display. The device was repaired under warranty, tested per spacelabs arkon technical manual and returned to service having passed all tests. This report is considered final and the issue closed.